Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 3.50mm x 12mm dilation catheter was returned for analysis. A visual and tactile inspection identified the balloon was subjected to positive pressure and was returned in a deflated state. There were no kinks or damages on the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. No issues were noted with the bumper tip. A microscopic examination of the distal and proximal markerbands identified no damage. No kinks or damages on the shaft polymer extrusion. A leakage testing was performed with initial attempts to inflate the balloon but failed, therefore the balloon was soaked in the waterbath at 37 degrees. The device was then attached to an encore inflation device. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.